Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the intestinal polyp during a colonoscopy procedure performed on (B)(6) 2021. During the procedure, the clip was attempted to be deployed; however, the clip could not be detached. The device was removed, and the procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. ***correction*** the device type used was a resolution 360 clip device.

Manufacturer narrative:
Block h6: medical device problem code a15 captures the reportable event of clip failed to release from catheter. Block h10: investigation results the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the clip assembly was returned with the clip arms remained opened. It was also noted that the catheter was bent at the distal section, indicating that the device had been manipulated. Microscope examination was performed, and it was observed that the control wire was detached from the spool and this issue generated a soft deployment. No other issues with the device were noted. The reported event was confirmed. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. Investigations are in place to address these issues. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Block h11: correction: b5 (device type).

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the intestinal polyp during a colonoscopy procedure performed on (B)(6) 2021. During the procedure, the clip was attempted to be deployed; however, the clip could not be detached. The device was removed, and the procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.